Event description:
It was reported the patient was referred for lead explant due to an allergy to the metal. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.